Event description:
According to the complaint description a staff member burned his hand after taking light guide cable out of tl400 - power led rubina, opal1 nir/icg. The customer does not know which light cables were used and if karl storz light cables were used or foreign devices. The article code is unknown as well as all information according to the device.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(6).

Manufacturer narrative:
Correction in supplemental 1 was previously submitted with the incorrect awareness date 9610617-2025-01724 awareness date, the correct awareness date is oct 20,2025. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The complaint product was not available for investigation. The complaint sample is unknown, hospital does not know which brand and which cable was used. We are unable to perform a product history review as we have not received any information about the item (item number, serial/lot number) from the customer. We are unable to perform a more detailed analysis of the cause, as we have not received any information about the item (item number, serial/lot number) from the customer. Despite several written requests, the item has not been made available to us. It is possible that the light source was still switched on when the cable, which is unknown to us, was unplugged, which led to burns when the person met the cable. In our IFU for light sources and in the IFU for light cables, we clearly point out that the components used can heat up and that improper handling, adjustment, or unsuitable components can result in thermal injuries. A batch-related or article-number-related review of the complaint history was not possible, as the batch number is unknown. Complaint and sales data was performed using all available article codes of light cables from karl storz. The event is filed under internal karl storz complaint ID: (B)(4).